Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving 30 mg/ml dilaudid at a dose of 14 mg/day via an implantable infusion pump for non-malignant pain. It was reported that since (B)(6) 2018 they still did not have the dosage but they were working on it. The patient was having severe pain and the pump was located on the upper left hip and pain down the left leg, like sciatic nerve pain, and it felt like the pain pump was pressing on a nerve causing the pain. The patient was scheduled to see a neurosurgeon next week to relocate the pump in the different area. The hcp had changed the concentration for 20 to 30 and the dose from 13 to 14. No further complications were expected or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.